Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: sex-specific outcomes in patients undergoing transcatheter closure of atrial septal defects: do they benefit equally?

Event description:
The article, "sex-specific outcomes in patients undergoing transcatheter closure of atrial septal defects: do they benefit equally?", was reviewed. The article presented a retrospective, single center study to investigate sex differences in baseline characteristics, procedural and long-term outcomes of patients who underwent transcatheter atrial septal defect (asd) closure. Devices included in the study were amplatzer septal occluder, amplatzer cribriform, and gore cardioform septal occluder. The article concluded that although patient profiles differed by sex, procedural and long-term outcomes were comparable, suggesting that females and males benefit equally from transcatheter asd closure. [The primary and corresponding author was eric horlick, toronto congenital cardiac centre for adults, peter munk cardiac centre, university health network, toronto, ontario, canada, with corresponding email: eric.horlick@uhn.ca] the time frame of the study was from 2005 to 2016. A total of 853 patients were included in the study, of which 842 (98.7%) received an abbott device. The average age was 48.0 years, the the majority gender was female. Comorbidities included smoking, congenital heart disease, atrial fibrillation/flutter, coronary artery disease, stroke, transient ischemic attack, migraine, heart failure, hypertension, diabetes, dyslipidemia, atrial septal defect with patent foramen ovale.

Manufacturer narrative:
Summarized patient outcomes/complications of sex-specific outcomes in patients undergoing transcatheter closure of atrial septal defects on do they benefit equally were reported in a research article in a subject population with multiple co-morbidities including smoking, congenital heart disease, atrial fibrillation/flutter, coronary artery disease, stroke, transient ischemic attack, migraine, heart failure, hypertension, diabetes, dyslipidemia, atrial septal defect with patent foramen ovale. Some of the complications reported were transient ischemic attack, stroke, errosion; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: sex-specific outcomes in patients undergoing transcatheter closure of atrial septal defects: do they benefit equally?